Event description:
It was reported that the event involved a pt while in the hemodynamic dept during use. Indication for use: cardiogenic shock. After the doctor inserted the intra-aortic balloon (iab) through the sheath via right femoral artery without issue it did not identify pressure and the intra-aortic balloon pump (iab) alarmed pressure trigger loss. All the components were checked. As a result, the ib was removed. A new iab was inserted through the same insertion site successfully and operated normally. The procedure went on as planned. There was no pump strips generated for review. An x-ray was performed during the insertion and is available for review. There was no report of pt death, complication or injury. No medical/surgical intervention was required. There was an approximate one hour delay or interruption in therapy that did cause harm to the pt. The pt outcome is severe. Additional information received on (B)(4) 2014 stated that the harm to the pt was a delay in hemodynamic stability. They removed the iab and sheath together as one unit successfully. The pressure not identified was the blood pressure. The central lumen was not occluded; the system was washed several times. Update on the pt is improvement in hemodynamic stability, but remains in serious condition.

Manufacturer narrative:
(B)(4). The sample will not be returned for evaluation.